Event description:
It was reported that during a da vinci-assisted diaphragmatic plication surgical procedure, the force bipolar instrument tips are not coming together correctly. The procedure was continued as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have 1 slightly bent grip, causing them to be misaligned. The offset at the tips was 0.57mm. The grips were not found to be cracked. Additionally, the instrument was found with cracked molded insulators. The complaint regarding instrument tips are not coming together was confirmed by failure analysis. The probable root cause of cracked molded insulators can be attributed to damage during use, which may result from applying excess force on the instrument grip tips during handling, insertion, usage (overloading), or removal.